Event description:
It was reported that the neurological dysfunction resolved without sequelae on (B)(6) 2021. The infection resolved on (B)(6) 2021 without sequelae.

Event description:
It was reported that the source of infection was pleural fluid. The patient had a fever. The patient was given 6 weeks of antibiotics as a form of treatment. The type of stroke diagnosed was a transient ischemic attack (tia). There were no changes to the patient condition anticoagulation status that may have contributed. A computed tomography was done to diagnosis the stroke. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported stroke and infection could not be conclusively determined. Specific causes for these events could also not be determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 lvas, including stroke and infection (localized, driveline, pump pocket or pseudo pocket). The IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. It also contains information on controlling infection. The heartmate 3 lvas patient handbook also provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed sudden onset of visual deficits, right arm and leg weakness and "speed" difficulties. On national institute of health stroke scale it was a 5. On (B)(6) 2021 the patient had a thoracentesis. The cultures were positive for (B)(6). The patient was started on vancomycin. On (B)(6) 2021 the patient developed difficulty speaking and worsening of right-sided weakness. The patient stated speech was gibberish and incoherent. The speech changes resolved within 30-45 minutes. The head computed tomography (CT) was negative for acute pathology. On national institute of health stroke scale it was a 5. It was a possible cardioembolic stroke. There was an incision and drainage on left thoracotomy surgical wound. There was copious purulence of the wound. It was contiguous with the mediastinum with frank puss in the pericardium and surrounding the pump.